Event description:
Patient presented to the physician with an ongoing burning sensation and redness at the ipg site. Physician brought the patient into the operating room, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.